Event description:
It was reported via repair work order that the foot-board touch screen was functioning intermittently due to the label being bubbled up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.